Event description:
Report received of unrequested bolus dose deliveries. The pump was returned from clinical service with a note that the device was giving extra doses of morphine sulfate. The pump settings were not known. There was no tracking information (patient, location, nurse) available. The customer stated customer could find nothing wrong with the pump in customer's testing. It was reported that the pt cable was "broken" and replaced. There was no reported adverse pt event.